Manufacturer narrative:
This report is filed may 10, 2016. The implanted device remains.

Event description:
It was reported the patient experienced pain, discomfort and infection at the abutment site which was treated with a topical ointment. The implanted device remains.